Manufacturer narrative:
(B)(4) initial report: additional information, including a detailed patient outcome, operative notes, the explanted devices and reason for revision have been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification. The explanted devices have been returned and will be reviewed at corin. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Cormet revision after approximately 13 years and 7 months. The reason for revision is unknown.

Manufacturer narrative:
Per -373 final report. Additional information, including a reason for revision, post primary and pre revision x-rays, a detailed patient outcome and the explanted devices was requested in order to progress with this investigation, however, not all were provided to corin and thus there was only limited information available for the investigation. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed, the reported devices conformed to material and dimensional specification at the time of manufacture. Examination of the returned cormet explants could not identify a specific reason for revision, any obvious failure modes or abnormal device characteristics. The coating of the cup was still well intact and signs of bone on growth were observed. The bearing surface of the cup showed no signs of gross wear and was in good condition. The examination of the cormet head found scratches in a few areas; these are likely to have been as a result of the extraction during revision. The devices were coupled with a non-corin taper conversion sleeve. Based on the investigation and the information provided, it cannot be determined whether the reported devices caused or contributed to the patient's experience and thus corin now consider this case closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Cormet revision after approximately 13 years and 7 months. The reason for revision is unknown.